Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subjected device had noise in images. The event occurred during set up before the patient entered into room. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed for noise in the image. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. In addition, the following reportable malfunctions were identified during the device evaluation: the cable unit was twisted. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.